Event description:
Customer indicated zirconia abutment fractured. Follow up report stated that there was no infection or patient injury.

Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection of returned component, certain® zireal® post 4.1(d) x 5(p) x 4(h) w/zireal® hexed screws (B)(4) has confirmed that the ceramic post has fractured but the titanium insert has not separated. The fingers of the abutment did not appear damaged or broken. No non-conformances were initiated for this lot. Dimensional analysis cannot be performed due to the damage of the as returned product.